Event description:
It was reported that the patient presented in clinic with bradycardia. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited no capture. The rvlp was programmed off, and a replacement device was implanted on (B)(6) 2025. Patient condition was stable.

Event description:
New information received notes that the right ventricular (rv) leadless pacemaker (lp) was programmed off and unable to be retrieved due to the rvlp docking button being in the inferior wall of the rv.